Event description:
Allegedly surgeon has concerns about cocr neck. Pt. Has metal on poly articulation. Cobalt level 3.6 and chrome level 1.8. Type 2 pseudotumor on mars MRI. Pt. Has pain. Additional information received on (B)(6) 2014; patient was revised (B)(6) 2014.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00541, 00542, 00544, 00545.